Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within spec. And no unexpected failed battery alarms, low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they did not receive a low battery alert prior to the replace battery alert. The customer¿s blood glucose level was unknown at the time of incident. The customer was assisted with troubleshooting. The customer reported that this was second occurrence that they did not receive a low battery alert prior to the replace battery alert. The customer was advised that the insulin pump needed to be replaced and continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.